Event description:
The affiliate reported - a lumbar drain was inserted under usual manner for csf diversion. After surgery, the catheter was removed and examined. A 4.5cm defect was found at the distal end of the catheter. The defect size was around 2mmx15mm and is suspected to be retained inside the patient's body.

Manufacturer narrative:
The affiliate reported that the product will not be returned for evaluation. As such, it is not possible to perform an evaluation and determine the root cause of this complaint. The lot number was not provided, without this information the device history records for the subject product cannot be reviewed.at this time this complaint is considered to be closed. (B)(4): device is not available.